Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was to have the output of the associated non-boston scientific barostim device increased, technical services (ts) was consulted about the device programming and if sensing of signals produced by the non-boston scientific barsotim device could result in inappropriate therapy. Ts reviewed stored data and noted the s-ICD system exhibited oversensing of noisy signals that were marked as noise. The nature of the noise could not be determined based on available data. Ts discussed how the non-boston scientific barostim could interact with the s-ICD system and result in a delay to therapy. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.